Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported by the customer that needle broken. Verbatim: the broken needle I brought to you was a bd needle, not a xxx needle. The doctor give it to me together with the xxx tray, and I thought it was a xxx needle. Additional information received on 18jun2025. 1. Can you please provide the material number/ lot number of the product associated with reported issue? Don¿t know the material or lot numbers. 2. When was the needle broke? During or before use? Needle broke during use inside patient. 3. Did the reported issue have any impact on the patient or hcp? Patient required surgery to remove broken needle from the spine.

Manufacturer narrative:
Additional information: patient information added. Material/lot information added. Investigation results: a sample was received by our quality team for evaluation. It is observed that the portion of the needle is bent near breakage area; therefore, the reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, potential root cause can be directed to handling practices. As is explained in the instructions for use (IFU), care should be taken to avoid needle damage. Repeated repositioning can increase the risk of needle breakage and is therefore not recommended. Bd manufactures spinal needles of 18ga (thicker) up to 27ga (thinner). Based on product intended use; thinner gages are recommended to be used with an introducer needle in which assists in the placement of spinal needles.

Event description:
No additional information.